Manufacturer narrative:
(B)(4).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad during the index procedure. Patient was asymptomatic / free of symptoms at 30 day and 6 month follow up's. It is reported that the patient underwent gastrectomy / distal esophagectomy approximately 9 months post index procedure due to suspect esophageal cancer. Re-operations were necessary one day and 4 days post operation. It is reported that the patient suffered an acute non-stemi one day post 1st re-operation. It is reported that the patient did not recover and expired approximately one week later. The cause of death was reported as septic and cardiac shock.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi, death).

Event description:
It was reported that one day post the index procedure, the patient suffered a spontaneous gastro-intestinal bleed. The patient did not require a blood transfusion or extended hospital stay. The event was related to the study procedure.